Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to feel pain in the implant area. The clinic suspects a migration of the implant housing.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffers from painful sensations at the implant area, which are likely caused by a migration of the implant housing from its intended position. Currently the recipient undergoes infiltration treatment. If the pain does not subside a re-positioning surgery is being considered.

Event description:
The user reported to feel pain in the implant area. The clinic suspects a migration of the implant housing. Infiltration treatment has been started to treat the pain. If the pain remains, a re-positioning surgery is being considered.